Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to multiple cables being severed, cutting all wires within the cable. The root cause for severed cables was physical abuse. There was no adverse event that resulted from the damaged belt.